Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced difficulty breathing and exacerbation of their heart failure. The symptoms occurred right after their device switched to single chamber fixed rate after reaching normal elective replacement indicator (eri). Reprogramming was performed, and the device was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.